Manufacturer narrative:
The user reported an allergic reaction to the derma patch. Event happened on (B)(6) 2025. The user experienced fever, itchiness, and swelling at the site where the derma patch was applied after sensor insertion on (B)(6). The reaction led to an ER visit, where user was diagnosed with an allergic reaction.it was clarified that there was no infection present, and an x-ray was performed to confirm there was no infection at the insertion site.the event was related to the sensor insertion or diabeties.the user received treatment at the ER including clindamycin, which was also prescribed for continued care.the user's hcp isn't aware of the event, and the user was advised to follow up with their healthcare provider for further medical guidance.

Event description:
Senseonics was made aware of an incident where user reported an allergic reaction to the derma patch. Event happened on (B)(6) 2025. The user experienced fever, itchiness, and swelling at the site where the derma patch was applied after sensor insertion on (B)(6). The reaction led to an ER visit, where user was diagnosed with an allergic reaction.it was clarified that there was no infection present, and an x-ray was performed to confirm there was no infection at the insertion site.the event was related to the sensor insertion or diabeties.the user received treatment at the ER including clindamycin, which was also prescribed for continued care.the user's hcp isn't aware of the event, and the user was advised to follow up with their healthcare provider for further medical guidance.